Event description:
It was reported that (1) device was used during a laparoscopic sub-total gastrectomy. It was reported by the affiliate that when the cartridge was changed after the fourth firing, the staple driver of the tsb45 instrument would not return to the tip of the jaw (no problem with stapling and cutting). The instrument would not fire after that. Another instrument was used to complete the case. There was no consequence to the patient.